Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device had sticky triggers that caused a run-on condition. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.